Manufacturer narrative:
Unit received with blank display. Problem isolated to electronic assembly. Unable to confirm unexpected battery power loss due to blank display.

Event description:
It was reported that insulin pump had multiple battery errors. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.